Event description:
The customer reported a white box appears in the display after 30 minutes. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a power supply. The system operates as intended.